Event description:
"The physician reported an inability to withdraw any vabysmo 6mg (0.05 ml of 120 mg/ml) solution from the vial through a seemingly clogged genentech-supplied transfer filter needle observed today, (B)(6) 2024, at the hcp office, prior to administration and during dose preparation."

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint is not reportable and will be cancelled. The associated MDR will be void.